Manufacturer narrative:
Product evaluation. The product was not returned and no photos were provided, so an evaluation is unable to be performed. No medical records were provided. DHR review. The lot numbers were not provided, so the dhrs are unable to be reviewed cause. The products were not returned and no photos were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. Complaint history review of complaint history for the 12 months prior to the notification date to the 09oct2019 identified 6 other complaint(s) for this device for the same or a similar issue. Past actions. No actions (CAPA/scar/ie/hhe/hhed/holds/recalls) are associated with these part number 07.02027.001 or any of its associated lots. Device use and compatibility this device is used for treatment. Reported event is not related to a combination of product lines; therefore a compatibility review is not applicable. Conclusion. No actions are required.

Event description:
It was reported that during the procedure, while tightening the set screw, the bottom piece of the rod connector broke. It was reported to have been removed and discarded but, no further surgical or patient information was provided.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure, while tightening the set screw, the bottom piece of the rod connector broke. It was reported to have been removed and discarded but, no further surgical or patient information was provided.